Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette sample or diluent into well positions c7 and d7 and no error message was generated. A field service engineer was dispatched and was able to duplicate the event. Fse checked and adjusted calibration. No death or serious injury was associated with this event.